Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation when their right ventricular (rv) lead dislodged. During the revision procedure, the physician tried unsuccessfully to reposition the lead several times. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.